Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) instrument was used during the same procedure where a prograsp forceps instrument was burnt through showing the wiring underneath. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mcs tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Isi has received the prograsp forceps instrument involved with this complaint to perform failure analysis. The reported complaint was replicated and confirmed. The instrument was found to have thermal damage on the main tube. There was no material missing from the surface of the main tube. The components adjacent to the scratched main tube did not show damage.